Manufacturer narrative:
The reported 12-lead ECG signal loss. There was no pt impact. Philips evaluated the device, confirmed the issue, and resolved the issue by replacing the (B) (4) lead set.

Event description:
The customer reported 12-lead ECG signal loss.